Manufacturer narrative:
(B)(4). It was reported that mild calcification was noted in a common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other two proglide devices referenced are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that cuff misses occurred during suture placement with three proglide devices in a mildly calcified common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) repair procedure. Reportedly, two additional proglide devices were used and placement of the sutures were successful using the preclose technique. The arteriotomy was 6f and during the aaa procedure the sheath was upsized to 20f. The aaa procedure was successfully completed. Hemostasis was achieved using the pre-placed two proglide sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported trained in the use of the proglide device and established in the preclose technique. No additional information was provided.